Event description:
It was reported that bd intima-ii y 24gax0.75in prn ec slm npvc separation of adapter from tubing. During use, the heparin cap and the connection of the intravenous catheter broke. The sample can be returned, and photos are available. A green claim is required, a complaint response letter is required, and a receipt is not required.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
1. The customer returned 2 photos, but did not return the defective sample. The photos show that the sleeve stopper of the prn is separated from the bottom housing, and the assembly position of the big end of the sleeve stopper and the shrinkage of the shrink band have no obvious abnormalities. 2. DHR/bhr review lot# 4052012. 1- the products of this batch were assembled at intima ii auto line 2 in march 2024, and packaged at r240 package line in march 2024. Work order quantity was (B)(4) ea. 2- review the in-process test reports and outgoing test reports, and all test results meet the product specifications. 3- review the production records with no nonconformance, deviation or rework activities. 4- the prn batches used in this batch of products are 4054127 and 3083084, review the raw material inspection records, no abnormalities. 3. The retained sample of the complaint batch is taken for the pull force test of the prn (i.e., test the separation force between the sleeve stopper and the bottom housing), and the test result is within the product specifications. Please see attachment for the test report. 4. The possible factors affecting the separation force between the sleeve stopper and the bottom housing: raw material factors (including the tension of the sleeve stopper, the degree of shrinkage of the shrink band), the assembly of the prn, the flow rate and pressure during the use of the indwelling needle. 5. No similar complaints have been received from other hospitals regarding this batch of products. Conclusion(s): the photos show a defect of the sleeve stopper of the prn are separated from the bottom housing. The root cause of this defect cannot be determined as no obvious prn assembly issue can be identified from the photos, no abnormality is found in the relevant test of the retained sample, and no defective sample is received for further test. This is the first complaint about the pull force of the prn in this batch, and the plant will continue to track this issue.

Event description:
No additional informaiton provided.